Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm and also low blood glucose level. The customer¿s blood glucose was 80 mg/dl and the sensor glucose was low at 47 mg/dl at the time of the incident. The lower limit in sensor setting was 65 mg/dl. He also reported that the customer received many calibration alerts and also sensor updating alerts. The customer did not want to do any further troubleshooting. The sensor will not be returned for analysis.